Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed smoke in the tunnel while the bisector was retracted. The entire assembly was removed and then cutter was extended to see if it was red hot. No patient information was given. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130133, 25131636and 25131579 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Tissue and charred material was observed on the jaws. The heater wire was flexed away from the hot jaw. It remained attached at the base and the tip of the jaw. The heater wire was frayed. The insulation on the jaws were frayed and cracked. The insulation on the hot jaw was heavily frayed and a part of the insulation was detached and missing. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. It produced steam which can be considered as normal and not excessive. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. No non-conformities were observed with the switch. Based on the results of the evaluation, the reported complaint for "environmental particulates" was not confirmed but was confirmed for the analyzed failures ¿device remains activated¿ ," bent wire" and "burn of device or device component- jaw burn " were confirmed. Specific actions for the analyzed failure mode "device remains activated" is being investigated under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed smoke in the tunnel while the bisector was retracted. The entire assembly was removed and then cutter was extended to see if it was red hot. No patient information was given. The hospital did not report any patient effects.